Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported that there was an obstruction of the valve, it was also reported that the pt was diagnosed with a ventricle infection. As a result the device was revised.